Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing blood glucose (bg) levels ranging from 300 mg/dl to 400s mg/dl. The customer suspected "a bad infusion site" could have caused the high bg, but the customer could not confirm. Customer attempted to bring bg level down by changing out all pump supplies and delivering a bolus. The customer went to the emergency room and was quickly admitted to hospital. Reportedly, the customer was vomiting and was dehydrated due to the high bg. The customer declined to provide additional information regarding the issue.